Manufacturer narrative:
(B)(4). Follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-61555 indicating the manufacturer as fine group with a registration number of (B)(4). The correct manufacturer is unknown and the registration number should be (B)(4).

Event description:
Per dealer where the straps are attached they are ripping off.